Event description:
It was reported that during a device replacement procedure due to normal battery depletion, the right ventricular (rv) lead was unable to be removed from the header of the device resulting in rv lead damage. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.